Manufacturer narrative:
Additional information: d9, g3, h2, h3. Corrected information: h6: component code, type of investigation, investigation findings, investigation conclusions; h10. Please note previously reported component codes, investigation codes, findings codes and conclusion codes no longer apply. An event of one of the leaflets of the valve not moving was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Additional information: g3, h2, h6, h10. The reported event of "one of the leaflets on the valve was not moving" could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 31 mm st. Jude medical (sjm) masters series valve expanded cuff was chosen for implant. After the valve was implanted and during the process of leaflet testing for movement, it was observed that one of the leaflets on the valve was not moving. The valve was explanted. After the valve was no longer within the annulus, the user tested the leaflets and noted that only one leaflet was moving slightly after it was explanted. A new 29 mm sjm masters series valve expanded cuff was successfully implanted instead. The patient was on cardiopulmonary bypass (cpb) for 95 minutes longer than conventional due to this event. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable. No additional information was provided.